Manufacturer narrative:
Concomitant medical products: product ID: 977a290, lot# 0210387446, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 26-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a lead migration/dislodgement and a new pain in the right leg. Interventions included a repositioning of the lead on (B)(6) 2018. Diagnostics included a device interrogation where high impedance was seen on (B)(6) 2017. Imaging showed displacement of the lead on (B)(6) 2018 and the patient reported new pain on (B)(6) 2017. It was reported that the event was related to the device or therapy and not related to the implant procedure. A reaction of the electrode occurred and this showed an upward displacement of the electrode. Furthermore, contacts 6 and 7 of the electrode also appeared not to function (increased resistance). A revision was planned on (B)(6) 2018. After that replacement, the patient had a new problem, a hernia. The event was resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated. Additional information received reported that the hernia was not related to the device. The cause of the lead migration and high impedance was not determined. The high impedance was a result of the lead migration. The lead had been repositioned.